Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. Visual inspection found no defects. The customer reported that the device was not sealing well. The reported condition was not confirmed. The device was mechanically tested and functioned properly. The jaw force was acceptable. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. Additional testing was performed on porcine kidney vessels of varying diameter. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position.

Manufacturer narrative:
(B)(4). Date of initial report : 10/26/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was used for a laparoscopic colectomy and the device was not sealing well. There was no patient injury reported and additional questions have been asked regarding the device and incident. (B)(4).